Event description:
Caller reported blood glucose results of 298 mg/dl and 116 mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Procedure: hemorrhoid. According to the reporter: the anvil disconnected three times during closure prior to green window visibility. It took the surgeon 5 minutes to close the device. The donut was somewhat circumferential, yet the tissue was slightly uneven. During the procedure, half of the staples formed and half did not close, leaving half the rectum with an open bleeding incision. There were also staples legs bent in a single direction. The surgeon noted that the staples from 4-9 o'clock were perfectly formed. This required a hand sewn coloanal anastomosis for haemostasis. These events occurred during a single procedure. The application of suture extended operating room time 15-20 minutes. There was damage to pt tissue due to incomplete staple formation and add'l blood loss. Blood loss did not reach or exceed 250ccs. There was no unanticipated resection of tissue. Grade 3 (hole furthest from the anvil utilized, 4th hole of anoscope utilized).

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.